Manufacturer narrative:
Device evaluated by manufacturer - the package returned was received open, however it has evidence of all the seals were performed properly, additionally, the metal cannula which was received loaded in the catheter and within the pouch was received bent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Further, there is no information available regarding the storage condition of the device. The most probable root cause for the failures related with "cannula bent¿ into the sealed pouch is considered as a design constraint of the product. (B)(4).

Event description:
It was reported that prior to a procedure, the sterile pouch was not sealed. The flexima package was open at the top, therefore sterility couldn't be guaranteed. The procedure was completed with another flexima device. As there was no contact with the patient, no complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that prior to a procedure, the sterile pouch was not sealed. The flexima¿ package was open at the top, therefore, sterility couldn¿t be guaranteed. The procedure was completed with another flexima¿ device. As there was no contact with the patient, no complications were reported